Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015 crts (B)(4) (rep): it was reported that an implantable neurostimulator (ins) was in a power on reset (por) condition prior to implant. A "por 0x2", or "verify clock setting" message was reported. It was noted that the ins would not be implanted, and would be sent for analysis. No patient symptoms were reported, as the ins was not implanted. A supplemental report will be submitted if additional information is received.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received reported that the device was returned to the manufacturer but analysis had not been completed yet.

Manufacturer narrative:
Analysis of the ins (s/n (B)(4)), found no anomaly. The ins was received still in the unopened shrink wrapped box. The ins was interrogated with an 8840 programmer and it was observed that the implant life had not been started. The ins was interrogated multiple times and no por messages were observed. It was noted that the por bit was not set and the por diagnostic was empty. If a 0x2 por occurred in the field, it was cleared prior to being received for analysis. The implant life was started and the ins passed functional testing. The occurrence of a 0x2 "clock too slow" por could not be confirmed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.